Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an extrusion of the receiver/stimulator. The patient has not been reimplanted with a new device as of the date of this report.